Event description:
It has been reported to philips that the system will not start. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc and hard drive. The fse replaced the host pc along with the hard drive and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned coronary treatment which caused delay more than 20 minutes leading to aborting of the treatment. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file confirmed the malfunctioning of host pc. The fse determined that there was a malfunctioning host pc and bmc controller on motherboard pc was not working. The fse replaced the host pc with hard disk and also fse changed configurations to resolve print format inconsistencies and functional failure while admitting a patient from x-ray to flex cardio systems. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.